Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they fell and after the fall the stimulation had changed so the stimulation did not cover the back pain. Impedance check was performed an electrode 11 had greater than 10,000 ohms. All other electrodes were within normal limits. The manufacturer representative (rep) attempted to program back coverage unsuccessfully. The stimulation did not cover the right leg. The registered nurse indicated that the physician planned to do a lead revision, waiting for prior authorization. Other relevant medical history includes non-malignant pain. The surgical intervention was planned but it had not been scheduled. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient slipped and fell. They checked the leads and they moved two inches. An x-ray was completed. They were going to do a lead revision. It was also noted the patient slipped, fell and broke her pelvis and sacrum. This was a different fall that happened before the patient got the device. As a result of this fall, she got nerve damage which was why she had the device.